Event description:
It was reported there was no adequate paraesthesias "since 1 week." The active negative contact in the 2 programs (program 1 at 5 volts and program 2 at 8.7 volts) showed high impedance. The patient had no injury, adverse event, or symptoms. The implantable neurostimulator (ins) was reprogrammed but it was not possible to create the same paraesthesia coverage. On (B)(6) 2011 the system was revised and both lead extensions were replaced. It was noted that "nothing special happened to provoke a lead fracture."

Manufacturer narrative:
Product ID neu_unknown_ext, product type extension; product ID 39565-30, lot# 0205596797, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had previously experienced "shocking" and intermittent stimulation. It was noted the "electrode was revised" as a result. Later that day, it was stated that previously in order to "provoke the correct paraesthesias in the lower back," contact 14 was set as an "active negative contact." It was noted contact 14 displayed "high impedance." It was noted the patient lost paraesthesias "after some time (some weeks)" and that it was "probably only then that the contact showed high impedances."